Event description:
The physician's office reported the patient's pain pump was removed due to an infection. It was not clear in the notes whether he had implanted this pump or if the patient had it done elsewhere. The pain pump site was warm, swollen and starting to have drainage. At the follow-up appointment in 2006, the notes indicate that the patient was doing well, the incision was healing, sutures and drains were removed and steri-strips applied. The culture that was taken at the time of the explant had isolated staph so the patient was given oral antibiotics.